Event description:
It was reported the ICD was oversensing, with high impedance spikes to > 3000 ohms, and inappropriate shocks. The device was also reported to be scorched around the connector and edges. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: initial analysis documented that the device was unable to sustain pacing output without a programming head over it. Further analysis found the cause of the reported 'over-sensing' was due to unstable voltage levels that were measured across a capacitor. Further analysis confirmed the capacitor was the cause of the 'over-sensing' condition in the field.